Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2010. The cca was advised the patient manages his diabetes with humalog insulin (40 units in the morning/evening and 20 units in the afternoon). The patient continued to take his usual dose of medication. About 1-2 months after the start of the alleged issue, the patient claimed he had symptoms of blurred vision and had sore fingers. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries had been recently replaced. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.